Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok key was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: during the investigation, the original tactile/changes complaint was unable to be duplicated. The keypad rubber was undamaged and all the buttons responded appropriately to user presses. The keypad was removed and there was no contamination or damage found to the key contacts. The pump¿s cover was removed and there was no intermittent condition found to the keypad flex/connector.